Event description:
It was reported that bd intima-ii 24gax0.75in prn slm catheter broke and leaked on (B)(6) 2025 at 09:40 pm while following medical orders for a patient to have an indwelling syringe for infusion therapy, a hose bifurcation leak was noted during the drainage process, which if continued would result in a failed puncture or the fluid would not fully enter the vessel, increasing the patient's pain.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4258111): 1)this batch of products were assembled at intima ii auto line 2 in oct 2024, and packaged at r240 & cfs package line in oct 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received; the state of the catheter bifurcation is unidentifiable. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the catheter. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the state of the catheter bifurcation is unidentifiable, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.